Event description:
It was reported that this implantable cardioverter defibrillator declared a code 1003, indicative of battery voltage too low for remaining capacity. The patient reportedly later expired of a non-cardiac-related cause. No information on device status was provided; it has not been returned for analysis.